Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the pacing lead repeatedly dislodged. The lead was removed and when tested outside of the patient the helix would not extend smoothly. The procedure was completed with a new pacing lead. No patient complications have been reported as a result of this event.